Manufacturer narrative:
The device is received for investigation; however, has not been evaluated.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. It was reported that there was an incident with a leaked filter with the primary plum set 0.2 micron filter and the chemo agent that was under perfusion was cladribine. There was a considerable amount that leaked (droplets were noted coming from the filter) tubing was changed and kept. The product is contaminated with chemotherapeutic drug (cladribine). There was patient involvement and no harm.